Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The customer received multiple failed battery test alarms after a battery change. Customer did not receive a low battery alert prior to the replace battery alert. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents were within specification and no unexpected low battery alert, power loss, replace battery now, or failed battery test/battery failed alarms were noted during testing.